Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device evaluated by MFR: implanted.

Event description:
It was reported that the patient has bilateral knee implants and patient is complaining of pain in both knees. Patient cannot straighten out both legs. Patient reports that during surgery he lost a lot of blood and ended up having a blood transfusion. It was then that the patient found out that he had leukemia.

Manufacturer narrative:
An event regarding pain involving a triathlon knee system was reported. The event was not confirmed. Device evaluation was not performed as the devices were not returned as they remain implanted. Clinician review of the provided records found "there is no documented problems related to implant design, manufacturing, or materials in this case." A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The event could not be confirmed nor the root cause of the reported pain determined due to the minimal information received. No further investigation for this event is possible at this time.

Event description:
It was reported that the patient has bilateral knee implants and patient is complaining of pain in both knees. Patient cannot straighten out both legs. Patient reports that during surgery he lost a lot of blood and ended up having a blood transfusion. It was then that the patient found out that he had leukemia.